Event description:
This report is being supplemented based on completed investigation.

Manufacturer narrative:
This report is being submitted to provide final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of communication error. The subject device was inspected, and the issue was confirmed. It was error ¿e216¿. In addition, the following new appearance/functional abnormalities were observed: corrosion of electrical contacts; puncture of connector and scope mount corrosion. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause of e216 was due to cable twisting or damage. A definitive root cause cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had communication error. The issue occurred during pre-use inspection for an unspecified therapeutic procedure the was completed using a similar device. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
E1: (B)(6). The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.